Manufacturer narrative:
Upon receiving additional information on the reported event, it was determined to be not reportable as the patient's fall caused the loosening of the tibial component.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to tibial loosening and the presence of radiolucent lines.